Manufacturer narrative:
(B)(4) date sent 11/21/2024. D4 batch #246d49. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open, would not reverse button force, would not reverse knife automatic, manual override would not work could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted, and once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing, and the manual override was totally functional. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 246d49, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open, would not reverse button force, would not reverse knife automatic, manual override would not work could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted, and once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing, and the manual override was totally functional. Device history review: a manufacturing record evaluation was performed for the finished device batch number 246d49, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 11/18/2024 d4 batch # unk b3: only event year known: 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9ev8x , and no non-conformances were identified. Additional event information dr. Was brought in to troubleshoot the stapler. By the time, dr. Entered the room the device in question was removed from the patient and on the back table. When dr. Picked up the device to examine it, the jaws opened. He did not manipulate either the manual return or the powered release. He observed there was a partially fired cartridge in the device. He was unable to diagnose what had happened intra-operatively as he was not present. He was working as a scrub tech; however, not present in the room when the event happened. He said there was a newer tech in the room handling the stapler, however, he had been working with them to properly load, unload and rinse/wipe the device before the firings on renal artery and renal vein. He thought the device was properly loaded before he left the room. Dr. Operating surgeon who experienced the event: it was the first firing of the procedure on renal vein, proximal to inferior vena cava to preserve vessel length for implantation. He clamped the device. He did note the tips were clearly visible and no tissue was in the distal jaw of the pvs. The safety was removed and firing trigger was pressed. There was a short noise of the motor activating and then stopped. He described the manual release being pressed with no affect. He could not confirm if he pressed it toward the distal tip or in toward the stapler housing, mentioned he did try the powered manual reverse first. No noise was heard and did not reverse the mechanism, and the stapler was still unable to be opened and removed from renal vein. The manual reverse was then deployed. When asked if the lever was pushed fully forward until a ¿click¿ was heard, he thought the fellow he was working with did that. The mechanism was moved back and forth for an unknown number of times. It was determined the manual reverse did not engage properly allowing the firing mechanism to reverse. At this point, a second pvs stapler was placed on the vessel immediately adjacent to the first pvs and fired successfully, dislodging the first pvs. Renal artery firing with second pvs went as expected, the donor organ was safely removed. The donor organ did require a partial reconstruction due to the shortened length caused by using a second stapler on the renal artery. Both recipient and donor are doing well as of (B)(6) 2024. He really likes the benefit pvs provides in additional donor length compared to 3 row staplers. His confidence is shaken badly in the device as he has never had the powered reverse fail to function and his first use of the manual reverse mechanism failed to operate to his expectation. The incident related by a trusted peer who has had a similar incident has reinforced this fear. When manual reverse was engaged by dr. (Transplant faculty), who was helping dr. Troubleshoot, the manual return lever moved but did not seem to engage to reverse the mechanism. They moved it toward the distal end and then proximal, however, it would not open. Dr. Manipulated the stapler after it was removed from the patient on the back table and were able to get the jaws to open. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy for transplantation. Ureter and renal artery were transacted and kidney was ischemic per procedure. Pvs powered vascular stapler was placed across renal vein. At some point in the firing process, the stapler would not return to position and would not open. Power manual reverse did not work. Manual return lever was then attempted and did not work. 112 mm port was expanded to allow a second stapler access on the vein toward the specimen side. This was proximal to the vena cava. The second stapler fired successfully, however this resulted in significant loss of vein length for implantation purposes. The transplanting surgeon had to do a vein reconstruction to allow for organ implantation into recipient. The procedure was delayed by 30 minutes. The procedure was completed successfully with no adverse consequences for the patient. The donor patient did not get injured and the recipient did not suffer an adverse event as a result of this issue.